Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior correction fusion surgery at t3-l4 levels, for the treatment of scoliosis. Intra-op, burr occurred during insertion of the reduction set screw, which was implanted in the site near the apical vertebra. The product came in contact of the patient. Reportedly, the product broke probably because the cross threads or threads of the set screw were shaved by reduction force. The set screw remains implanted in the patient. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.